Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Functional testing was performed and passed. The share data log was not accessible. The device log was downloaded and the bin file was reviewed. No loss of connection was observed. The reported customer complaint was not confirmed. The probable cause was unable to be determined as the reported allegation was not found.